Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had long lasting beep when they receives a suspend before low alert and starts to handle. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had alarm occurred was not sound like the siren alarm. The insulin pump will not be returned for analysis.